Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional tests were performed. The left and right plunger cases were damaged. Event history log (ehl) showed motor rate error. An occlusion test was performed and the reported problem was duplicated; replaced worm coupling and gear which cleared up the problem. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: replaced worm coupling; performed all the functional tests and passed.